Event description:
Reference number (B)(4). Event occurred in the united states. On 09-sep-2024, the patient reported that infusion set cannula was kinked within 3 or more hours after insertion at abdomen, which cause the patient blood glucose levels was elevated to more than 400 mg/dl, therefore patient had received correction bolus via pump and correction injection via mdi. The infusion set was in use for 8 hours. The patient replaced infusion set and resumed insulin deliveries successfully. The patient first went to ER and was subsequently hospitalized and had ketones and received treatment of IV and fluids of saline and insulin. No further information available

Manufacturer narrative:
H11:since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.